Manufacturer narrative:
Age/date of birth: unknown, not provided. Alternative reporting number: (B)(4). Device evaluation: visual inspection was performed and was based on the photo of the complaint product, the label was missing from the bottle. This issue was probably caused by an accidental malfunction of the labeling machine. The customer's reported event was confirmed. Retain sample: retained product was visually inspected, label was in place. The retain sample review met specification for appearance, component integrity, and product leakage. Manufacturing record review: a review of the manufacturing records was performed. The records for production process were found to be acceptable, all inspection items were completed and met specifications. There was no same or similar non-conforming material record, or related process/material change. There were no non-conformances related to this complaint. In conclusion, reported lot was deemed acceptable for release per procedure. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, a product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
A consumer states that several months ago she purchased a bottle of blink contacts. Upon recently opening of the product, she found it to be missing the (bottle) label. The product was received on september 16, 2016.

Manufacturer narrative:
In the initial MDR report, the UDI number was listed as n/a (not applicable). This report reflects the correction as follows. UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.